Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-08006. The registered nurse at the user facility further reported that the problem was first noticed before the diagnostic procedure. There were no delays and the intended procedure was completed with a similar device. There were no other devices involved in the event, no other devices replaced during the procedure. No device will not be returned to olympus for evaluation. The investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submit to provide the results of the manufacturer's investigation. A review of the device history record (DHR) and a review of the instructions for use (IFU) were completed during the investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The following statement is found in the IFU: important information ¿ please read before use. "Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." The root cause could not be established. A probable cause for "image did not appear" is unexpected stress applied to the camera head during handling leading to the charge coupled device (ccd) unit failure. A probable cause for the noise is unexpected stress applied to the cable causing cable failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The referenced camera head was returned to the service center for evaluation. The evaluation confirmed the reported "bad image" issue as the image was found to display on and off. Additionally, the charged coupled device unit was found defective. There was a shortage in the cable attributing to horizontal white streaks on the image. A review of the camera head's history indicates the device was purchased on (B)(6) 2010 and was last repaired on (B)(6) 2018. The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that during set-up of a procedure, a bad image was detected using the high definition autoclavable camera head. No harm or patient injury was reported.